Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose of 40 mg/dl with difficulty speaking, dizziness, and unsteadiness when standing and walking associated with an inaccurate delivery issue. It was reported that there were recent changes made to the patient¿s basal rate by their healthcare provider. Reportedly, the patient discontinued pump therapy, remained hospitalized and was treated by their healthcare provider with IV fluids. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. This complaint is being reported because the patient allegedly experienced hypoglycemia due to an alleged inaccurate delivery issue.